Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of this investigation indicated there were tears in all three cusps. There was circumferential fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter. There was also a thin layer of fibrin on all cusps. Special stains were negative for organisms, and no inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A patient participating in the trifecta durability study was implanted with a 23mm trifecta valve implanted on (B)(6) 2010. At a follow-up on (B)(6) 2015, the patient was examined and reportedly doing well with a gradient of 13mm hg and a slightly dilated right atria with minor tricuspid regurgitation. The patient was to undergo a repeat echo in 12-18 months. On (B)(6) 2015, surgery was required due to acute structural valve deterioration and severe aortic regurgitation noted on tee. At the time of explant, a suspected cuspal tear was noted and the patient underwent a partial aortic annulus reconstruction and implantation of a 21mm non-sjm valve. The course was complicated due to an episode of cardiogenic shock.